Manufacturer narrative:
Device evaluation: the device was explanted due to an unknown reason. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and a pump functional test failure was identified. Product analysis therefore concluded a device malfunction.

Event description:
It was reported that the device is going to be revised on a future date due to unspecified reasons. It was further reported the revision is expected to occur on (B)(6) 2019. Additional information received states the device was replaced on (B)(6) 2019.

Manufacturer narrative:
Device evaluation: the device was explanted due to an unknown reason. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and a pump functional test failure was identified. Product analysis therefore concluded a device malfunction.

Event description:
It was reported that the device is going to be revised on a future date due to unspecified reasons. It was further reported the revision is expected to occur on (B)(6) 2019. Additional information received states the device was replaced on (B)(6) 2019.